Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was depleting quickly as it was not able to be fully charged. Customer used multiple ac adapters and usb cables; however, battery could not be charged. Customer's blood glucose (bg) at the time of the event was 600 mg/dl and customer thought it could be related to a non-tandem cannula. Manual insulin injections were administered to treat elevated bg. Customer continue to use pump for insulin therapy.